Manufacturer narrative:
The device trained customer reported the suspect device was re-worked the device and calibrated the pressure transducer, which apparently resolved the reported event. At this time, the customer reported not requiring a vyaire evaluation/repair on this device. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the mean airway pressure setting was set at 11 cmh2o however, it was fluctuating by at least 2cmh20. This occurred, while in patient use on this high frequency ventilator. The patient was removed and placed on an alternate high frequency ventilator however, no patient harm or injury was associated with this event.